Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, manufacture date ¿ ni. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-04908 / 05219).

Event description:
Patient's legal counsel reported patient elevated metal ion levels approximately two years following right hip implantation. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.